Manufacturer narrative:
The complaint of device found in backup mode was confirmed. The device was received in backup mode with battery level within the normal range. Analysis of device image indicated that backup occurred due to reset errors within the xena integrated circuit (ic). The malfunction was consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that the pacemaker was found in back up mode during initial interrogation of the device while preparing for a pacemaker implant. Device not used. No patient involved.